Manufacturer narrative:
(B)(4). Radiographs were received however, the reported event was unable to be confirmed due to limited information received from the customer. Review of the radiographs identified the following: right total hip arthroplasty with periprosthetic fracture of the proximal femur with involvement of the femoral stem. Also noted is vertical orientation of the acetabular cup which likely predisposes the patient to dislocation. No other finding/complication related to the reported event was identified. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-02330, 0001822565-2021-02332, 0001822565-2021-02334.

Event description:
It was reported patient has been indicated for revision due to unknown reason; however, no revision has been reported to date. No further event information available at the time of this report.